Event description:
It was reported that the lifestent foreshortened by 50%. The device was placed into the left sfa in an antegrade approach to treat a slightly calcified stenosis, 130 mm in length. The procedure was completed successfully with a competitor's stent. No patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system has been returned for evaluation and the investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states. (B)(4).